Event description:
The ventilator was on patient when the rate on the ventilator rising up to 48mmh2o. The setting was not changed by any personnel. The logs were checked and no pre-use check has been done trying to reproduce symptom. The ventilator alarming with pressure airway alarm. No patient injury.

Manufacturer narrative:
Waiting for parts.